Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on may 09, 2023.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2023 due to pain. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on march 17, 2023.